Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during explant, that the surgeon may have inadvertently nicked the patient¿s driveline when explanting a pump for transplant. The system monitor at the time of the event demonstrated a drive line power fault. There were no drops in patient speed or adverse perimeter changes. The patient was reportedly successfully bridge to transplant and the device functioned as intended. The transplant took place on (B)(6) 2020. No further information was provided.

Event description:
It was reported that the transplant was not due to a device issue and the patient was not elevated on the transplant list secondary to a device or therapy issue. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline power faults could not be confirmed as no log files were provided by the account. Although a specific cause for the alarms could not be conclusively determined through this investigation, the account reported that the surgeon may have ¿nicked¿ the patient¿s driveline while explanting the pump. The reported driveline damage could not be confirmed as no product was returned for evaluation. The account reported that that patient underwent a heart transplant on (B)(6) 2020. During the surgery, the system monitor showed a driveline power fault and it was thought that the surgeon had inadvertently nicked the patient¿s driveline. There were no drops in speed or adverse parameter changes. The clinical consultant spoke with the vad engineers, who advised that pump function could continue until the device was explanted as the power sources had somehow been preserved given that there were no observed parameter changes or pump stoppages. The pump was successfully explanted, and the patient was subsequently transplanted successfully. The device otherwise had functioned as intended and there were no adverse consequences to the patient. It was communicated that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), was retained by the hospital. If the pump is returned at a later date, this investigation may be reopened to include the evaluation of the returned device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information regarding how to care for the driveline and outline indications of driveline damage as well as how to respond to such events. These documents also address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.